Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test. Pump received with cracked battery tube threads, cracked keypad overlay and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump cracked by the reservoir. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.